Manufacturer narrative:
This report is being supplemented to provide additional information received as reflected on b5.

Event description:
An olympus representative reported to olympus on behalf of the customer that the device was inspected prior to use and no problems were noted. The foreign body was discovered incidentally on the post-operative follow-up MRI. There was no problem anatomically that could have contributed to the sheath breaking. The patient has been discharged but was initially hospitalized to monitor the effects of the foreign body. No subsequent complications have been reported.

Event description:
An olympus representative reported to olympus, on behalf of the customer, that the tip of an instaclear sheath may have been retained in the patient's pituitary gland. The patient had a prior endoscopic transsphenoidal tumorectomy wherein the sheaths were used. The foreign body was discovered on a magnetic resonance imaging (MRI) scan obtained 5 days after the procedure. It was noted that although the 0-degree and 30-degree distal projections of the actual sheath were missing, the shape resembled the 30-degree distal end shape in the MRI scan. The patient was hospitalized and remained under observation. Future surgery was not reportedly possible until it could be confirmed that the foreign body was fixed in that location and was definitely in the pituitary gland. Furthermore, since the sinuses had been recently opened, it was necessary to wait at least 3 months before removing the foreign body due to the atmospheric pressure. Case 23011468 reports the instasheath with model number lcs4k30btol and an unknown lot number. Case (B)(4) reports the instasheath with model number lcs4k00unol and an unknown lot number.

Manufacturer narrative:
The device was returned to olympus for evaluation. Visual inspection revealed a missing stopper at the end of the shaft. The suspected failure location was the shaft. Presumed causes included the place where the stopper was attached was slightly deformed, the stopper may not have been strong enough, or when the endoscope was connected, the stopper was pushed in a little more than usual, and an excessive load was applied to the stopper. It was also noted that the end of the rigid endoscope's insertion part may have separated from the stopper during use, and then the rigid endoscope may have come into contact with the stopper again, causing a crack in the fixing part of the stopper. It was further presumed that this event occurred as a result of the cracks expanding and finally breaking due to being used in this state. The investigation is ongoing and additional information is currently being requested. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the most recent investigation findings, the customer¿s reported failure was not confirmed. After further product evaluation, it was determined that the stopper was never assembled to this device. The reported customer phenomenon in reference to the foreign body present in the MRI photograph does not belong to this model device (lcs4k00unol instaclear sheath, olympus 0° 4k ultra scope, univ position). It is most likely belongs to the other device that was used (model: lcs4k30btol). This device (model: lcs4k30btol) has already been captured and reported under related record (patient identifier #(B)(6)). Therefore, the root cause has been determined to be that the supplier of the 0- degree instaclear sheath did not manufacture the 0-degree sheath within the specified scope. This supplemental report included a correction to h6 codes based on the above findings.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the final investigation, it was determined that there is no material or processing issue which caused this failure mode. The root cause has been determined to be excessive force of the insertion of the endoscope into the instaclear sheath. The event can be detected/prevented by following the instructions for use (IFU) which state: sheath connection ¿ IFU provides instruction for the user to load the sheath assembly to the scope, allowing a gap between the hub and light post. If the customer tries to close this gap, then damage to the distal post can occur. Information added to b5 and g2 that was inadvertently not included on the initial medwatch. Also, e3 corrected to ¿other healthcare professional.¿ olympus will continue to monitor field performance for this device.

Event description:
Correction: patient identifier #(B)(6) reports the instasheath with model number lcs4k30btol and an unknown lot number. Patient identifier #(B)(6) reports the instasheath with model number lcs4k00unol and an unknown lot number.